Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection of the device a tear was observed in the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/21/2020, mentor became aware that the patient had undergone bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 330cc mentor smooth round high profile saline catalog: 3503330 lot: 9371266 sn: (B)(4) and (left) 330cc mentor smooth round high profile saline catalog: 3503330 lot: 9371266 sn: (B)(4). On 01/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 330cc mentor smooth round high profile saline breast prosthesis, experienced right side deflation post-operatively. Deflation was diagnosed with physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.